Event description:
It was reported the patient had an unknown type of infection. The onset of the infection was a little over a week prior to the report and was located around the device pocket and lead location. There was a culture taken and antibiotics were given to the patient; the results of the culture were not specified. It was further reported the whole system was explanted about a month after implant due to device pocket being infected. The device will be replaced in the future.

Manufacturer narrative:
Concomitant products: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that the infection resolved. The patient had a referral to a different surgeon for reimplant.

Event description:
Additional information received reported the cause of the event was undetermined but was device related. The entire system was removed and the patient outcome was unknown due to being so soon after implant. No patient outcome was provided however additional information has been requested and if received, a follow-up report will be will be sent.